Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# unknown, product type: recharger.

Event description:
A consumer reported on (B)(6) 2017 the recharger cut off when charging the implantable neurostimulator (ins) and would no longer charge the implant, but they didn¿t know what circumstances led to the recharger not charging the implant. It was further reported the device wouldn¿t turn back on after it was turned off. The following morning the consumer¿s back started hurting and their lower back was ¿killing them¿ as they had been without it all weekend. According to the consumer they had their device for about 18 years with a follow-up appointment with the healthcare provider (hcp) scheduled for (B)(6) as the next step to resolution. No further complications were reported/anticipated.